Event description:
Starmed ultra nitrile glove was noted to be ripped from wrist to middle finger. Defective glove and associated box of gloves available for return to manufacturer. Manufacturer response for healthcare gloves, starmed ultra nitrile m (per site reporter).